Manufacturer narrative:
As the device was out of specification due to wear and tear, it generally cannot be excluded that the device has contributed to the event. We cannot exclude that the deviations found are the result of improper washing of the device. The interval of the supplier maintenance was exceeded by more than 5 years by the customer. Due to this circumstance, we cannot exclude that the deviations found are the result of normal wear and tear and could have been detected during annual maintenance. We recommend using our skull pins in combination with our skull clamps. Risks due to not permitted system combinations with third party components cannot be excluded, as in this case.

Event description:
Customer informed our service department on the 5th of december that one of our products was involved in a surgery where a laceration occured.